Event description:
It was reported, the customer had a no delivery alarm during a manual prime. The customer also stated the alarm occurred during a set change. Customer stated, they were able to resolve the no delivery alarm by changing their reservoir. It was also found the customer had a no delivery alarm due to blood in their tubing. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.